Event description:
The customer contact reported the piercing pin of tubing set punctured the blood product container; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs). The customer contact reported that as the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at an unspecified location. The customer contact reported that an unspecified volume of blood leaked. It was reported that a replacement container of prbcs was obtained and the therapy was initiated. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.